Event description:
It was reported that the smartsite set leaked. Although requested, no additional event details have been provided.

Manufacturer narrative:
The customer¿s report that the smartsite leaked was not confirmed. Visual inspection of the associate set noted no damage or any anomalies. The samples were carefully detached from each other. No issues or damages were observed with any of the recently mated components. Functional and pressure testing resulted in no leaking. The root cause was not identified. The suspect set was not returned for investigation.

Manufacturer narrative:
Cont'd from: medline complaint coordinator. Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the set leaked.